Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Associated products: medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalogue number: 00625006530, lot number: j7137592; medical product: tprlc 133 mp type1 pps ho 17.0, catalogue number: 51-107170, lot number: 6674090; medical product: g7 neutral arcomxl lnr 36mm f, catalogue number: 010000741, lot number: 6897739; medical product: g7 pps ltd acet shell 54f, catalogue number: 010000664, lot number: 6897739; medical product: pr prm st/g7 cp/xl ln/cer, catalogue number: 98-b001-007-23, lot number: unknown. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient underwent a primary tha on the right side on (B)(6) 2022. The patient had hip pain and was admitted to (B)(6) hospital. It was seen on the x-ray of the right hip, that the ceramic head was in multiple pieces and revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided. Image assessed but not sent to mmi for review as a radiologist's report is also provided confirming the retained fragments after revision as reported in the description. Review of DHR showed that all released products are according to specifications valid at the time of production. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as the product has not been returned for evaluation and the DHR review did not identify any issues. The definitive root cause of the reported event cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.